Manufacturer narrative:
Follow-up #1 date of submission 07/07/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. A leak test was performed and failed due to a battery compartment leak. The returned battery cap threads were damaged; however, the cap did secure properly to the pump and was removed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. It was reported that the battery cap could not be detached from the pump casing. The report also alleged that moisture was present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.